Manufacturer narrative:
An analysis was performed and the results are as follows: the two spectra cylinders were visually inspected and functionally tested. One performed within specifications. One cylinder had a hole in the outer layer that was the result of a sharp instrument that exposed inner segments. This cylinder functions as intended.

Event description:
It was reported that the patient's spectra penile prosthesis was removed due to proximal corporal pain. No further patient complications reported in relation to this event.